Event description:
Per plaintiff's complaint, civil action no. (B)(4) required medical treatment to his back ("underlying injury")." Thereafter, plaintiff began receiving treatment of the underlying injury from a qualified medical provider." " on or about (b)(46 2011, plaintiff underwent a two level anterior cervical discectomy and fusion. Surgery was a success. " on or about (B)(6) 2011 plaintiff reported renewed onset of symptoms. X-ray revealed fusion site to be a good union." " on (B)(6) 2012, a revision surgery was performed." "Plaintiff has suffered: pain, suffering, and inconvenience." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The package insert contains the following information for the health care practitioner. "While proper selection can help minimize risks, the size and shape of human bones present limitations on the size and strength of implants." "These devices are not designed to withstand the unsupported stress of full weight bearing or load bearing, and cannot withstand activity levels and/or loads equal to those placed on normal healthy bone. If healing is delayed or does not occur, the implant could eventually break due to metal fatigue. Loads produced by weight bearing and activity levels will dictate the longevity of the implant." "A patient must be instructed on the limitations of the metallic implant, and should be cautioned regarding physical activity and weight bearing or load bearing prior to complete healing." The package insert includes the following possible adverse effects: -bending, fracture, loosening or migration of the implant -pain, discomfort, or abnormal sensations due to presence of the implant